Event description:
It was reported that (1) er320 device was used during a laparoscopic cholecystectomy procedure. It was reported by the rep that the surgeon said the clips wouldn't advance properly. The case was complete with a new er320. There was no consequence to the pt.